Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and also had blank display. Customer's blood glucose value was 53 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer performed troubleshooting for blank display but display did not return. The customer was treated with food. Device will be returned for analysis.